Event description:
N/a.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced into the nozzle tip and is advanced under the lens. The lens is advanced just past the lens bay and is misfolded. We are unable to determine the root cause for the reported complaint "lens it would not move". Plunger underride was observed. Plunger underride may occur:if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c/73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, viscoelastic was loaded into the injector and when tried to deploy the lens it didn't move. Procedure was completed with other lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(40.